Event description:
Information provided states that during a case, the first occiputal screw implanted broke during insertion resulting in a delay in the case. The implanted threads were removed from the occiput.